Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this lead, as well as a downward sensing trend. In-office evaluation yielded no capture at 7.5v and no sensing. Impedance was stable. Patient reported back surgery in march. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.